Event description:
Customer reports that she obtained results of 73mg/dl and 143mg/dl within 5 minutes on the same device. She also reports that she obtained results of 73mg/dl, 143mg/dl, and 139mg/dl within 10 minutes on the same device. Customer reportedly took no action based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.